Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation (customer had reported she had lost both the meter and test strips). Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was feeling well and did not currently have any diabetic symptoms. Customer stated that she had informed the doctor regarding the symptom reported at the initial call (headache) and doctor had scheduled an appointment for customer on (B)(6) 2023. Customer had also provided further information regarding the hospitalization reported during the initial call on (B)(6) 2023: customer stated she had gone to the hospital as she had not been feeling well (unspecified symptoms) and her blood glucose test result had been "300 and something" (specific result not provided). The diagnosis was high blood glucose and customer stated she had been hospitalized for three days until her blood glucose stabilized. Customer did not provide details regarding what treatment she had received or if any changes had been made in to her medical treatment plan. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that two days prior she had gone to the hospital due to the high blood glucose test results obtained. Customer stated that she had lost the true metrix meter and test strips she was using at the time and was unable to provide serial and lot numbers for the products. Customer's blood glucose test result when at the hospital had been "390 something"; customer was unable to provide the exact result and if it was fasting or non-fasting. The diagnosis had been high blood glucose. No further details were provided. Customer did have another vial of unopened and expired test strips, lot number: mx4343s, manufacturer's expiration date of 01/28/2022. The customer reported having a headache at the time of the call and stated that she was going to contact her doctor.